Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she got a new pump and wanted assistance with entering her settings. Customer's blood glucose was 269 mg/dl. Customer treated with the pump. Customer stated that last night after dinner, her blood glucose went from 118 mg/dl to 429 mg/dl, 459 mg/dl, and 450 mg/dl. Customer took a shot of novolog. Customer woke up this morning and her blood glucose was still 350 mg/dl. Customer had her pump programmed by a technician. Customer mentioned she took some pain medication last night and had knee surgery a couple days ago. The settings and alarms in the pump were found to be correct. Customer had a battery out limit alarm, check settings alar, and blood glucose reminder alarm in the alarm history. Customer was transferred and her blood glucose was 353 mg/dl. Customer treated last high blood glucose via injection. Customer performed the high pressure test and passed. Customer changed the previous site and noticed a bent cannula.